Event description:
It is reported that a revision surgery has occurred due to infection of left tha.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the device in the u.s. The MFR did not received explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, it is not suggested that this event is related to a zimmer prod. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).